Event description:
It was reported that during a pre-use check, the customer noticed the cuff did not inflate. No patient injury was reported.

Manufacturer narrative:
Four (4) pictures and one (1) sample were received. In first and second pictures it was observed the original labelling. In third and fourth pictures that cuff is sticking to the tube was observed. The sample was received in unused conditions inside its closed original packaging. Sample was filled with 15cc of air in order to see if there was any functional problem. The unit was inflated with air, the cuff stuck to the tube. The complaint is confirmed. The most probable root cause is cause by the machine error or operator incorrect set-up. Mitigation has been put in place to detect a machine error. All mitigations on placed were verified and it was confirmed and it has been executed according, therefore no corrective actions could be implemented. This failure will continue to be monitor in this product for threshold or escalation. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).